Event description:
It was reported that a venous closure of a femoral vein was attempted using a proglide device with an 8.5f sheath after an atrial fibrillation ablation procedure. Reportedly, after the procedure, the patient was in shock. Imaging confirmed retroperitoneal bleeding. An angiogram was performed showing no perforation; however, bleeding was confirmed in the area where the proglide was applied. It is highly possible inserting the proglide deeply with the feet opened damaged the vein. A blood transfusion was given and hemostasis was achieved with a balloon. Hospitalization was prolonged. The patient is recovered. Subsequent to the previous reports, additional information was received via an article: reportedly, after the procedure, the patient was returning to the room when blood pressure decreased to 62/32mmhg; the patient was in shock. Imaging confirmed retroperitoneal bleeding. Anemia was recognized in a blood examination. Abdominal computed tomography scan was performed with a retroperitoneal hemorrhage observed. Angiography confirmed a venous dissection in the right femoral vein due to the proglide. Hemostasis was achieved with a balloon with a transfusion and vasopressor given. The patient was discharged on the 28th hospital day with no patient effects. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation update is not yet complete for additional information was received subsequent to filing supplemental. Attached article titled: ¿a case of severe retroperitoneal hemorrhage caused by femoral venous hemostatic using proglide¿b5: describe event or problem h6: health effect - clinical code 4459 removed.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of dissection and hemorrhage are listed in the perclose proglide instructions for use, (IFU) as known adverse events associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effects and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h10: modified mfg narrative.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, no pre-close technique was use and no femoral imaging was performed prior to proglide use. It should be noted that the perclose proglide instructions for use (IFU) states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In addition, the perclose proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violations of the IFU contributed to the reported difficulties. The reported patient effects of tissue injury and hemorrhage are listed in the IFU as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effects and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a venous closure of a femoral vein was attempted using a proglide device with an 8.5f sheath after an atrial fibrillation ablation procedure. Reportedly, after the procedure, the patient was in shock. Imaging confirmed retroperitoneal bleeding. An angiogram was performed showing no perforation; however, bleeding was confirmed in the area where the proglide was applied. It is highly possible inserting the proglide deeply with the feet opened damaged the vein. A blood transfusion was given and hemostasis was achieved with a balloon. Hospitalization was prolonged. The patient is recovered. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.